Event description:
The customer reported a falsely low patient result using vitros phyt slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. A physician questioned the result, however, there were no allegations of harm. A corrected report was issued. (B)(4).

Manufacturer narrative:
The investigation found no evidence to suggest that either the vitros 5,1 fs or the vitros phyt slides malfunctioned. The investigation determined that the falsely low patient result was flagged by the analyzer and had associated condition codes that the operator did not respond to appropriately. The vitros 5,1 fs vdocs (operator's manual) provides information on how to interpret the analyzer flags and codes. The root cause of the falsely low phyt patient result was user error as the operator incorrectly interpreted the analyzer flags and codes as indicating a phyt result below the analyzer's reportable range, when in fact the results were within the expected range for the patient.